Event description:
Customer reported after the restraint had been laundered, they noticed there was damage to the female side of the quick release buckle. Customer confirms the recommended laundering instructions have been followed. This was discovered during set up and there was no patient involvement. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results - eval of the returned unit confirmed damage to the female side of the quick release buckle. The buckle is cracked but male side will click into female side. Connecting strap buckle closes with or without strap fed through and locks securely. Connecting strap buckle unlocks as it should. Note: instructions for use state: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. (B)(4).